Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported they experienced the events of ¿sore¿, ¿it feels hot on the inside¿, ¿hard¿, and ¿may be ruptured.¿ the patient suffered a miscarriage, which is not related to the device. This pr relates to the right side. Breast implant remains implanted.